Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the incorrect device transfer device was placed in the kit. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A picture was returned of a transfer device with no packaging. The returned pictures were visually evaluated by a subject matter expert, and it is noted that without a batch number or item number for the kit that the transfer device belongs to the defect cannot be confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.